Event description:
It was reported that the guidewire was allegedly missing. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a DHR review is required. The lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one hemostar 14.5 frd/l str x 35cm kit was returned for evaluation. A visual evaluation was performed. The investigation is inconclusive for missing component, as the sample was received with open packaging. No guidewire was received with the kit. However, due to the components being opened upon return it is unknown whether the missing components could have been lost in clinical or packaging return procedure. The definitive root cause could not be determined based upon available information. It is unknown if clinical, manufacturing, or return shipping procedure contributed to the reported event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the guidewire was allegedly missing. There was no patient contact.